Event description:
It was reported a csf leak occurred during a permanent implant procedure. The physician aborted the procedure. The patient suffered a mild headache which resolved after one day.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.